Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the department adjusts the device, the value of the parameter fluctuates continuously. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The fluctuation happens with all settings. Performed touch calibration with the customer, but no improvement. It is recommended to replace the rp-bezel, front, w/nav, gray, ctd, v60 and the touchscreen. The customer wishes an on-site intervention, upon estimate. Investigation is ongoing.

Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote. Service workorder was cancelled. It is unknown what the outcome of the service event was, and no further information was obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.